Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, following prior hyperglycemia that prompted an infusion set and supply change and an additional outside insulin dose without disconnecting from the device. Symptoms included weakness, dizziness, and an urgent low blood glucose reading of 40 mg/dl. Outcomes included treatment at home with oral glucose and juice, ems evaluation without medication administration, and subsequent recovery with glucose values returning to target range. Investigation included customer care troubleshooting and user education regarding device learning and alarm use. Investigation of this case revealed no device malfunction reported, with a potential contribution from concurrent use of outside insulin while remaining connected to the ilet. It was concluded that the event was hypoglycemia with unclear cause, and that user actions likely contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.